Manufacturer narrative:
According to the customer, the mattress is not holding pressure causing it to dip in the middle. This makes it difficult for the patient's caregivers to reposition her and has caused the patient back pain. The patient is scheduled to be evaluated by physical therapy for her back pain. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the mattress is not holding pressure causing it to dip in the middle. This makes it difficult for the patient's caregivers to reposition her and has caused the patient back pain. The patient is scheduled to be evaluated by physical therapy for her back pain.

Manufacturer narrative:
Update to h6. After further investigation, the returned pump was observed to not fully inflate the mattress and the normal pressure indicator did not illuminate. When the mattress was connected to a known-good investigation pump, it fully inflated and the normal pressure indicator illuminated. A leak check of the mattress identified no air leakage. The malfunction was observed; however, no specific failure mechanism was identified. The issue was isolated to the returned pump and is considered a component failure. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.